Event description:
The health care professional reported that the pt had an overdose of clonidine and was taken by ambulance to the hospital. The pt later reported that this was the 3rd episode of medication being delivered all at once; dates and details of the first 2 episodes were not provided. The pt was unsure if it was due to injecting the medication into the pocket site or into the catheter access port. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.